Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor that was consistent for more than two hours. The customer further reported experiencing extreme weakness and was unable to self-treat and he had contact with a healthcare provider who diagnosed the customer with hypoglycemia. The customer was administered a fast-acting insulin injection as treatment. Note that the diagnosis is inconsistent with the treatment of insulin. No further information was provided. There was no report of death or permanent impairment associated with this event.